Event description:
Pt reported that after his cataract surgery (lasik procedure) last year, he has been experiencing blurry vision, double vision and almost blindness. He cannot read, drive anymore. He went to 3-4 different ophthalmologists. They put him on eye drops 3x/day, but didn't help. Pt stated that during the surgery, he noticed that they had mixed up his info with another pt. Pt has got attorney. His left eye's vision is 20/80 and he is scared to do his right eye.